Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip.

Event description:
The customer reported experiencing high blood glucose and having issues with the insulin pump. The caller stated that the insulin pump alarmed no delivery. The customer changed the site, but the alarm continued and the cannula was bent more than once. During the call, the customer also reported being in the emergency room with high blood glucose of 254mg/dl. The customer stated that the doctor believes the insulin pump had mechanical problems and was advised to discontinue the use of device. No further information was provided.